Event description:
The customer reported that while monitoring patients, their xhibit central station (xcs) had "gone down". The customer clarified that the xcs had no video output and the power indicator would randomly blink. The patients were moved to a different central station and there was no patient or user harm associated with this event. The customer returned their device to the spacelabs healthcare equipment service center (esc) for evaluation. The esc technician evaluated the device where it was found that the device had a faulty power supply assembly. It was also found that the fan on the video card was not functional. The customer was advised that due to the age of their device and part obsolescence their xcs was no longer repairable, and that they would need to replace the device.